Event description:
It was reported that a patient presented with oversensing on the right ventricular (rv) lead. No changes or intervention was reported; the device will continue to be monitored. The patient condition was stable.